Manufacturer narrative:
The device is still in use. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. The transplant coordinator suspected a thrombus or occlusion in the pump. The pt was admitted to the ER complaining of "dizziness and inability to walk."